Manufacturer narrative:
Qc was acceptable. The instrument alarm history shows sample clot detection, sample foam detection, and sample short errors. These errors are indicators of possible poor sample quality. The field service engineer (fse) did not find a cause for the event. The fse performed extra wash station (ews) cleaning and decontamination of the procell line. Instrument checks, precision testing, and qc were acceptable. The cause of the event could not be determined. A general reagent or analyzer issue was not present because the qc before the event was within range. The investigation did not identify a product problem.

Manufacturer narrative:
The troponin t reagent lot number was 847378 with an expiration date of 31-oct-2026.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. The initial result was 232 ng/l. The nurse requested repeat testing. The sample was repeated twice on a cobas e402 analyzer with results of < 6 ng/l. The repeat results were believed to be correct.